Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that three months after implant, the patient developed pocket erosion. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient was enrolled in the more-care clinical study. No further patient complications have been reported as a result of this event.